Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is 21b7-08. The field service engineer replaced the na electrode. Precision studies were performed and these were acceptable. Quality controls were tested. The investigation is ongoing.

Event description:
The initial reporter stated they had questionable results for an unspecified number of patient samples tested with the na electrode on a cobas pro ise analytical unit. The customer stated they were getting na patient result moving averages errors in their laboratory middleware system. The samples were repeated and amended reports were issued. The customer provided an example of one patient sample with discrepant na results. The sample initially resulted in a na value of 151 mmol/l. Due to receiving moving averages errors, the sample was repeated on a second analyzer. The repeat na result from the second analyzer was 141 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The last calibration performed on (B)(6) 2024 was acceptable. Quality controls were outside of range after the customer noticed issues with patient sample recovery. Upon review of the alarm trace, alarms indicating sample foam detection and abnormal aspiration were observed. In addition to replacing the na electrode, the field service engineer primed the system and ran cleaning maintenance. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions were performed.